Manufacturer narrative:
Complaint conclusion: the patient was an (B)(6) woman with a history of cad, mi, cardiac arrhythmia, hypertension, chf, dyslipidemia, diabetes, and smoking. On (B)(6)2009 the pre-procedure nih stroke scale score was 0 and the rankin stroke scale score was 0. On (B)(6) 2009 she underwent the index procedure with delivery of the angioguard rx ecgw, pre-treatment balloon angioplasty and placement of precise pro rx stent in the left ostial ica. The site reported a 0% final residual in-lesion stenosis. No new neurological deficits were documented during the procedure. Post-procedure the stroke scale scores were unchanged. The patient was discharged on (B)(6) 2009 on asa and clopidogrel. The 30-days follow-up performed on (B)(6) 2009 recorded nih stroke scale score of 0 and the rankin stroke scale score of 0. On (B)(6) 2010, the patient experienced cva with residual right-sided weakness as it was documented in the ed admission note dated (B)(6) 2010. However, no neurological event on this date was reported. The query for additional information regarding cva in (B)(6) 2010 was issued; the response from the site was that no source documentation for this event is available. The device was implanted and not therefore, available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event, therefore no corrective action will be taken. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events

Event description:
As reported via the (B)(4) registry, a patient experienced a cerebrovascular accident (cva) with residual right-sided weakness approximately nine months after the index procedure. The information regarding the cva was retrieved via a medical record dated (B)(6) 2010; however, no neurological deficit was reported on (B)(6) 2010. According to the investigational site, no source documentation was available for the cva event. At the time of the index procedure, angiography revealed 83% stenosis in the ostial left internal carotid artery. The lesion was described as severely calcified, ulcerated and 9.03mm in length. The reference vessel was 5.24mm in diameter and mildly tortuous. An angioguard rx with a 6mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with no debris observed in the filter basket. There was no residual stenosis. The patient left the angiography suite with no neurological deficit and was discharged approximately two days after the index procedure.

Manufacturer narrative:
This file was determined to be MDR reportable on 12/07/2010, when information regarding the cva was received via adjudication minutes. The file was initially processed as a non-complaint since it was initially reported that the patient experienced an mi and expired due to coronary artery disease. Additional information will be processed within 30 days of receipt.